Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that code blue was coded. The event log file captured intermittent low flow events throughout the log file with flow noted as low as 0.8lpm. Therese lower flows were likely patient related as these all were associated with elevated pulsatility index (pi) values.

Event description:
Additional information was received that the patient was working with rehab when they became dizzy. They were assisted to a chair but became unresponsive and lethargic with a staring spell. Neurology was consulted and electroencephalogram, computed tomography of the head, echocardiogram, electrocardiogram, implantable cardioverter defibrillator interrogation, chest x-ray, blood cultures, and hemodynamic monitoring was performed. The event was not considered to be related with the device as the patient was overexerted during physical therapy 9pt) which resulted in syncopal episode. The patient was to have lifelong antibiotics, continue keppra (levetiracetam), continue pt. It was noted that the patient was do not resuscitate (dnr)/ do not interact (dni).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2025. Intermittent low flow hazard alarms were captured on (B)(6) 2025, which were associated with elevated puisatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.